Manufacturer narrative:
The device was analyzed upon receipt. Hipot and dc resistance testing passed, and overall length, connector pin length, and large boot od all were within specification. Visual inspection was also performed and no anomalies were detected that would have been related to this event. The manufacturing records were reviewed for this serial number. This device passed both hipot and dc resistance testing before being released. All traceability and process controls have been reviewed and evidence demonstrates that this device met all specifications. No discrepancies were noted that would have contributed to the problem described in this event prior to leaving greatbatch medical. No corrections or corrective actions will be taken at this time. Device analysis did not reveal a manufacturing issue and review of the manufacturing records did not reveal any discrepancies related to the problem described in this event.

Event description:
As reported there were two leads explanted 7 days after implant. Physician reported noise and oversensing. The patients back up lead sn (B)(4) was connected. This is the same event as MDR 2183787-2018-00035.